Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg found the following malfunctions on the subject device. Failure of power supply switch. Top cover scratches, front panel cracks. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Failure of power supply switch might be caused by the long-term use(delivery in september 2013.) Top cover scratches and front panel cracks might be caused by collision/contact due to some hard foreign object.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the subject device could not be turned the power on. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found the power switch unit and the power supply unit of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.